Event description:
It was reported that the patient had to seek medical attention. The patient's blood glucose levels reached an unknown level while wearing the pod between 24 and 36 hours. Symptoms reported include vomiting, confusion, unconsciousness, dehydration and incoherence. The patient was treated with antibiotics due to infection and a lot of fluids. The patient was released four and a half days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.2. Cgm sensor type: g7.